Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 25 - removed cartridge alarm) occurred with multiple cartridges during the fill tubing process. The customer's blood glucose (bg) level was 354 mg/dl and the bg level was addressed with a manual injection. A new cartridge was successfully loaded to address the reported event.